Event description:
Programming history review was performed 02/01/2018. Data was available from the date of implant only, (B)(6) 2017. Review of the data showed the battery voltage upon final interrogation was 3.377 volts. There were no sudden drops in voltage indicating the device was likely not impacted by electrocautery contact.

Event description:
It was reported that a patient¿s generator, which was implanted (B)(6) 2017 had less than 25% battery life on (B)(6) 2017. Follow-up from the company representative provided that after the new device was placed, the integrity of the lead was assessed. The device interrogated without any problems after placement. Additional relevant information has not been received to-date.

Event description:
Follow-up from the treating neurologist provided that at the post-op follow-up. The battery was running fine and had good battery life.